Event description:
The nurse reported motor stall message after pump interrogation; the pt has not reached efficacy since implant. Catheter dye studies have revealed a patent system. The pt has noted return of pain and when seen in a recent clinic visit, a motor stall message was noted twice. The pump was reinterrogated and the stall had recovered and the pump was running appropriately. The pump contains dilaudid 10 mg/ml; unk daily dose. The pt has recovered without sequela and is getting good pain relief.